Event description:
Revision surgery at about 1 year and 2 months post primary for knee instability. The surgeon explanted the liner thick 12mm and implanted a thicker liner of 17mm.

Manufacturer narrative:
Batch review performed on 05 july 2022: lot 2002795: 75 items manufactured and released on 10-june-2020. Expiration date: 2025-06-01. No anomalies found related to the problem. To date, 62 items of the same lot have been sold without any similar reported event during the period of review.